Manufacturer narrative:
The sodium electrode lot number was gdv05. The electrode expiration date was requested, but not provided. The field service engineer determined that there was salt buildup on a wash station. The wash station, ise sipper nozzle, vacuum nozzle, and dilution vessel were cleaned. The electrodes were dried and re-seated. The ise drain was cleaned. The electrode wires were given more slack. The ise system was primed and ise checks were performed. The system was recalibrated, controls were run, and precision studies were run. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 153.0 mmol/l and it repeated as 150.1 mmol/l. The sample was repeated on a second analyzer, resulting in a sodium value of 144 mmol/l and this value was deemed correct.